Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. Reportedly, the battery and/or cartridge cap was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 2016 with the following findings: during investigation, a crack in the battery compartment was found from the threads to the left of the grip pad. A test cartridge cap was used.

Manufacturer narrative:
(B)(4).